Manufacturer narrative:
Initial reporter occupation: distributer. Postoperative counseling and care is important. It is recommended that regular, long-term postoperative follow-up be undertaken to detect early signs of component wear and loosening, and to consider the course of action to be taken if such events occur. A suitable rehabilitation program should be designed and implemented. A continuing periodic follow-up is recommended. Periodic x-rays should be taken to detect evidence of positional changes, loosening, bone loss, and/or device fracture. In such cases, patients should be monitored, and the benefits of revision surgery should be considered to avoid further deterioration. In a review of all available information, this event was likely the result of aseptic (non-infected) loosening of the femoral component, which damaged the bond of the implants to the bone and led to the reported pain. However, this cannot be confirmed because the component was not returned for evaluation, and no x-rays were provided. This device is used for treatment, not diagnosis.

Event description:
It was reported that a patient who was originally implanted for a total knee arthroplasty complained of knee pain. An x-ray showed the anterior flange was not flush with the bone. During the removal of the current implants, the femoral component came off clean without any cement attached. No other information was reported. This is one of four products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00456, 1038671-2018-00457, 1038671-2018-00458.